Manufacturer narrative:
This lead remains surgically capped and implanted. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out for normal battery depletion this right atrial (ra) lead was surgically capped and replaced. There were observations of high pacing thresholds. A new ra lead was implanted successfully. No adverse patient effects were reported.